Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was also confirmed that brady therapy remained available. A review of device memory determined that the memory was corrupted. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The cause of the high impedance has not been determined.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.